Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 160 mg/dl and sensor glucose was 50 mg/dl at the time of incident when it triggered threshold suspend. The customer's mother stated that they received few calibration error alarms. The customer's mother mentioned there were bent cannulas on the previous sensors. The sensor will be replaced and will be returned for analysis.